Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d10, g4, g7, h2, h3, h6, h10 corrected information can be found in field a3. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no damage noted on the instrument prior to use. The surgical staff saw no evidence of arcing of electrical energy during the surgical procedure. A monopolar cord was not connected to the bipolar instrument. The force triad was used with the settings at cut: 40, coag: 40. The customer was also using the monopolar curved shears (mcs) instrument at the time. There was no report of instrument tips colliding with any other instrument or tool during procedure. When activating cautery energy, the instrument tips were in contact with tissue. The instrument was removed to change to a needle driver instrument. The surgeon believes the reported instrument exhibited a product quality issue, which caused the damage. The patient has not returned to the hospital due to experiencing any post-surgical complications. No photographic image of the device or a video recording of the procedure were available for isi review. No additional information pertaining to patient demographics was provided. No information pertaining to relevant tests or laboratory data that were performed specific to the incident was provided. 61 - isi received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. Visual inspection was performed and found that the instrument had thermal damage on the yaw pulley. No charring is observed on the yaw pulley. This failure is most commonly caused by mishandling/misuse such as energy instrument collision. Electrical continuity was performed and passed. No damage to the conductor wire was noted. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the unit.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint remains a reportable product problem. Please disregard the previous h10 statement indicating that this complaint is no longer MDR reportable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps (470205-17/n10190106 0031) was performed. The instrument was last used on (B)(6)2020 on system (B)(4). The alleged event occurred on the 4th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. Although there was no patient harm, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that after completion of a da vinci-assisted liver resection surgical procedure, the insulation glue at the front end of the instrument was melted and deformed. There was no report of fragment(s) falling inside the patient. There was no reported patient harm, adverse outcome, or injury. Intuitive surgical, inc. Has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.